Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh and bard mesh were used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007 in order to treat cystocele, stress urinary incontinence, rectocele, vaginal atrophy, vaginal lesion, pain, and dyspareunia. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent concurrent cystourethroscopy procedure.

Manufacturer narrative:
(B)(4): it was reported that due to vaginal/stomach pain, dyspareunia and vaginal discharge the patient underwent partial mesh removal on (B)(6) 2012.(B)(4).